Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the electrode plate had detached and was non-conductive during self-check.